Event description:
Boston scientific received information that this right ventricular (rv) lead displayed low shock impedance measurement through the remote monitoring system. Boston scientific technical services (ts) reviewed the data and found impedances measurements were in range. Explained that the out of range value from the remote monitoring system, may have been one of two measurements in a twenty four hour period, and the in range value was reported. No adverse patient effects were reported. The physician will elect to continue to monitor the issue at this point. No further lead testing or trouble shooting has been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.